Event description:
Co medical records received a form stating that this lead and a second model 4320 lead, serial number 014977, were removed from service because of oversensing and inappropriate shocks. Both leads were capped and remain implanted. Total implant time 40 mo.